Event description:
I had lasik done on both eyes at (B)(6) in (B)(6). During the surgery everything was fine even though I noticed the dr took more time in the right eye than the left one which is the one causing me this relentless pain that wakes me up 4-5 times every night. In the beginning, it looked promising. I had 20/15 vision until the problems started developing, I started having dry eyes and feeling as if I had something in my eye. I kept coming back to the clinic where they said the symptoms would go away in 3 wks. After that period of time they told me they couldn't treat me, so I found a dry eyes specialist who told me it wasn't dry eyes so she referred me to a corneal specialist who just sent me to see a neurologist. At the moment it's been 8 months since the surgery and the pain is worse than ever. If I don't take pain pills, it won't go away, and even if I do take pain pills, it only lasts for 4 hrs with no pain then it's back. I'm experiencing dry eyes even though I'm using the retaine drops for mgd which was caused by the surgery. I'm experiencing ghosting, itching, light sensitivity, my let eye wasn't hurting and now it is, also have photophobia can't watch tv, use a computer, or be on my phone for a long period of time. With this being said before I had the surgery never had this kind of problem, my vision wasn't perfect but with the glassed I could see 20/20. They say that lasik is a painless procedure and 8 months after lasik my pain keeps getting worse and the light sensitivity is horrible. This is interfering with my life to the point that I was going to start school and had to keep postponing it to see if my eyes get better. In the morning my eyes are stiff and have to put drops in them to be able to open them even though I'm using the nighttime gel. Mornings are always the worst, I have a feeling that I have glass in my eyes since the surgery and it's not getting any better; I've been in so many treatments and nothing seems to work. I have punctal plugs on for 6 months, I was on xiidra for 3 months, also was on steroid drops for 2 months, now I'm on prolensa 2 a day and doxycycline 1 pill daily, also putting eye drops to manage my mgd and doing warm compress 2-3 times a day. I put eye gel to sleep and still wake up 5-6 times a night because of the dryness and it does not even help. If I would have known that this is lasik, practically ruining people's lives I wouldn't have done it. There's days I feel like giving up and honestly my life has changed for the worse. Yeah lasik can be life changing but not in a good way. FDA safety report ID# (B)(4).